Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had received a no delivery alarm and a motor error alarm. The alarms occurred during a manual prime. The customer¿s reported that the event was resolved by changing the complete infusion and reservoir set. The customer¿s blood glucose level at the time of the incident was 318 mg/dl. The customer¿s current blood glucose level was 152 mg/dl. The customer was able to complete the insulin pump rewind. Additionally, the customer reported that there was a fracture in the two corners of the insulin pump¿s casing. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Evaluated one open and used reservoir. Inspected reservoir, snap-cap, and septum for anomalies, none were found. Ran occlusion test; reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a pump. Performed pump manual prime, saw fluid flow through infusion set and out catheter tip. It was noted that the reservoir was not occluded.